Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a patient underwent revision surgery of a competitor's plate for a distal clavicular fracture. The surgeon used a cerclage cable (1.0 mm) for the revision of the competitors clavicle plate. The plan was to give reinforcement by winding the cable on the primary plate. The surgeon experienced difficulty with the cable tensioner. The surgeon was able to turn it for the temporary fixation of two cables, however, it showed an idling before the desired tension was reached. The surgeon tried to wash the inside of instrument with saline to try and correct the idling. Finally, the surgeon used pliers for the tension and completed the procedure. This is report 1 of 1 for complaint # (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and a lot number was not provided. Placeholder.